Event description:
It was reported that on november 10th 2023, during a 3dimensions procedure the gantry rotated by itself and was not working. A field engineer examined the equipment and found that the switches on c-arm had to be replaced to clear the issues. Installed a powered usb to clear touchscreen fault. System is operating per factory specifications. No patient or staff injury.

Manufacturer narrative:
Di: (B)(4).

Manufacturer narrative:
Device history record (DHR) review: system product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 3/10/2021. System installation date: 3/24/2021. Unique device identified (UDI): (B)(4). The complaint review identified the failing rotary switch was original to the system therefore, the DHR was reviewed. There were four discrepancies noted in the DHR, however none of the discrepancies were related to the rotary switch. The rotary switch was installed on this gantry under rd-02975 with no issues noted. A DHR review is not required for the touchscreen as the issue was related to operator error. Investigation methods and findings: the parts were not returned for investigation. Cause/root cause: based on the review of this complaint and the related complaints, the probable cause of the uncommanded movement is due to an issue with the rotary switch. The cause of the unresponsive touchscreen was due to a sticker the customer placed on the touchscreen that was causing interference. Removal of the sticker resolved the issue. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation. Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended.